Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the light guide rod lens. A definitive root cause could not be identified. The investigation was unable to determine the cause of the reported allegation, and the cause of the additional finding could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
¿It was reported that the gastrointestinal videoscope has one burned-out light. There were no reports of patient harm.